Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported restart event during testing of the unit. The service technician replaced the power supply to address the finding. Upon completion of repair, performance verification testing was completed and tests passed per operating specifications.